Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1421 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that sand holes were found at the 25 cm scale during catheter placement and liquid leaks occurred.